Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call indicating that patient was hospitalized due to high blood glucose and received a motor error on the pump. Customer's blood glucose at time of incidents was 400 mg/dl. The customer was admitted to the hospital. The doctor was advised to call back when customer is present to finish troubleshooting for pump.